Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump did not pass self test. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump exited auto mode sometime overnight. He performed self test in the morning and received hardware low level failures error. The customer was assisted in troubleshooting and it was reported that he was able to clear the alarm as well as complete the insulin pump rewind. The customer was advised to perform self test and it failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. He was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.